Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a fluid leak that caused the device to not inflate. A new device was implanted and no patient complications were reported in relation to his event.